Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was listed as a bariatric surgery and a blood clot. The caller stated that the customer had kidney issues, a heart condition, and sleep apnea that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The caller was unsure if the customer was wearing the insulin pump at the time of death. The pump had been disconnected in less than 24 hours prior to passing. The caller was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.